Event description:
Subsequent to the initial MDR, data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. However, the user had their high alert disabled and egvs do not reach the near the high alert threshold which was set to 400 mg/dl.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. D4 model no - additional. D4 catalog no - correction. D4 serial no - correction. D4 lot no - additional. D4 expiration date - additional. D4 primary UDI number - correction. H2 correction/additional information. H4 device mfg date - additional. H5 labeled for single use - correction. H6 component code - correction. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was at home getting ready for work when she experienced a medical emergency related to diabetic ketoacidosis (dka). She did not hear the alert/alarm associated with her condition which she eventually lost consciousness. The patient's daughter became concerned when she was unable to reach the patient. She attempted to contact her mother directly and even checked with her workplace, but the patient had not shown up. As she was located far from her mother at the time, she called 911 and requested a wellness check. Emergency responders arrived and found the patient lying unconscious on the floor. She was immediately transported to the hospital. The patient remained hospitalized for approximately 3¿4 days. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.